Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a power source alert occurred when the customer plugged the pump into a power source using the tandem-provided wall adapter. Reportedly, the alert cleared and the pump successfully began charging after using an alternate wall adapter; however, customer alleged that the pump was the issue. Additionally, the pump time was inaccurate. Customer's blood glucose (bg) level was 422 mg/dl with trace ketones. Subsequently, customer went to the emergency room (ER). Reportedly bg was treated with fluids and customer left the ER in stable condition (bg 350 mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified; however, the settings issue could not be identified.